Event description:
Philips received a complaint by the customer on the v60 indicating that the pixels were jumpy; there was some discoloration with the liquid crystal display (lcd) screen. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The customer called technical support to report that the pixels were jumpy during preventive maintenance (pm); there was some discoloration with the liquid crystal display (lcd) screen. The remote service engineer (rse) confirmed the customer's serial number, verified that the customer had a second-generation lcd, and provided the customer with the part number and price of the replacement lcd assembly for repair. The customer replaced the lcd screen, but the display pixels were still jumping. The rse then provided the customer with the part numbers of the replacement user interface (ui) printed circuit board assembly (pcba), ui pcba to lcd cable, and ui to power management (pm) pcba cable for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician ordered and installed the replacement ui pcba, ui pcba to lcd cable, and ui to pm pcba cable, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.